Event description:
It was reported to hp that the defibrillator was used for a cardiac arrest. The first shock performed appropriately. The second shock did not fire. However, there was controversy over whether the unit was charged. The patient expired.